Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in october 2012 and performed to specification up to the 22nd march 2015. Multiple manual power ups of ten minutes duration were observed in the device memory between the (B)(6) 2015. The pad-pak became depleted and a fresh pad-pak was installed. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. Voltage fluctuation was observed over the pogo pins however this did not affect the devices ability to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. The unit powers on by itself without manual intervention.